Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the right radial artery. The 90% stenosed target lesion was located in the moderately tortuous, severely calcified proximal left circumflex (lcx) artery. The physician placed an unknown stent in the lesion. A 3.75 x 8mm nc quantum apex balloon catheter was used to post dilate the previously placed stent but was unable to cross. The balloon was removed intact but was found to have ruptured; nothing was left in the patient. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).